Event description:
It was reported that a caregiver found the user on the floor and later review of reports indicated a low blood glucose reading of 49 mg/dl around the time the user announced a usual breakfast, with the cause of the hypoglycemia unclear. Symptoms included hypoglycemia. Outcomes included disruption of normal activities. Investigation included a review of available use data and attempts to obtain additional information from the caregiver. Investigation of this case revealed insufficient information to identify a device malfunction or use error. It was concluded that the cause of the hypoglycemic event could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.